Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Two screw heads stripped off of screws during insertion in right distal radius. Alternate screw holes needed to be used for fixation, screw heads were removed, screw shafts were retained by patient.

Manufacturer narrative:
The reported event that bone screw, t7, diam. 2.7x16mm was alleged of 'device stripped/twisted' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note, as stated in the IFU (90-03200): ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. [...] If the insertion of the 2.7 mm screw is hindered, it is recommended to use the 2.7 mm tap (B)(4) or the 2.3 mm cortical drill bit (B)(4) to reduce the risk of screw breakage during insertion.¿ [original statement(s)] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
Two screw heads stripped off of screws during insertion in right distal radius. Alternate screw holes needed to be used for fixation, screw heads were removed, screw shafts were retained by patient.